Event description:
Catheter apparently sheared off after initial successful implantation of device. Implanted rita medical systems, vortex vtx titanium vascular access port into patient. Obtained normal chest x-ray after procedure. Twenty-six days later, successful retrieval of catheter fragment from right heart. Seven days later, implanted port successfully removed.